Manufacturer narrative:
Detailed trace analysis confirmed power error alarm 25 was triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at the printed circuit board. Pump was monitored and functioned properly. Unit was received with partially broken reservoir tube lip, missing reservoir tube retainer, scratched case and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported on (B)(4) 2017 the insulin pump alarmed four times with a power error. Troubleshooting was performed the battery is unable to charge internally. The insulin pump will return. The customer's blood glucose is unknown.